Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a perforation and balloon detachment occurred. The 99% stenosed lesion was located in a distal left anterior descending artery with collateral given to a posterior descending artery. A 2.0x20mm apex balloon was advanced to the lesion and inflated to 6 atms for 10 seconds, 18 atms for 40 seconds and 18 atms for 45 seconds. The device was removed, reinserted and inflated again to 11 atms for 90 seconds, 8 atms for 20 seconds and 5 atms for 6 mins. At this point, the device was pulled back into the guider and it was noticed that the balloon detached from the tip. The balloon was located in the arm and successfully removed with a 7mm snare. At this time, a small perforation was identified distally to the lesion. To treat the perforation, a 1.5x8mm apex flex balloon was advanced to the perforation and inflated to 12 atms for 10 seconds and 10 atms for 22 mins. No further pt injuries or complications occurred. Pt status is satisfactory.